Manufacturer narrative:
Product complaint (B)(4). Investigation summary :no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a lps distal femoral replacement on the (B)(6) 2019. Patient was unable to achieve full extension, so the surgeon decided to revise the insert to a thinner size. Revised implant information is as follows: lps tibial insert hinge universal 12mm ref: 1987-27-112, lot: j27w26. If other, describe : n/a, if other, describe : revision knee - insert exchange., patient status/ outcome / consequences : yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?: fixed flexion deformity, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: : yes, if yes, describe : revision to thinner insert , other information : n/a, is the patient part of a clinical study : unknown, (B)(4). Device property of: patient, device in possession of: royal perth bio-engineering by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.: true.